Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('metal coil device identified in the left uterine fundus, penetrating the uterine wall through the myometrium and serosal surface') and device breakage ('remnant extending into the interstitial portion of fallopian tube.') In an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chronic cervicitis, metaplasia, paratubal cyst, menometrorrhagia, pelvic pain, hypothyroidism, hsil, gravida ii, parity 2, menorrhagia, dysmenorrhea, tobacco user, cystourethroscopy, pregnancy with contraceptive device and cesarean section. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device (2013)") and underwent caesarean section ("cesearean delivery"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and total hysterectomy and bilateral salpingectomy:). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage and caesarean section outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, device breakage, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: the plaintiff experience previous pregnancy episode with essure in 2007 which is captured under case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-dec-2020: mr received: event uterine perforation and device breakage added and made medically significant and intervention required due to surgery. Event: pregnancy with contraceptive device, caesarean section and device ineffective added. Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.